Event description:
It was reported that the customer was giving herself insulin and had a button error alarm on the pump. Customer changed the battery but still had a button error. Customer stated that the pump froze when she set it to start delivering insulin. Customer was in the backyard but the pump did not get wet. Customer thought that the pump got wet last time and that it might have caused the previous problem. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.